Manufacturer narrative:
Corrected information: one tactisys¿ quartz ablation system was received for analysis. Product testing revealed intermittent contact force with purple values. Based on the information provided to abbott and the investigation performed, the cause for the reported event is a design issue relating to log file maintenance.

Manufacturer narrative:
FDA recall number: z-1493-2019.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During the procedure, contact force data was not synchronized to the velocity dws and intermittently displayed on the tactisys system. Contact force metrics would intermittently communication with a white metric display and not communicate with a purple metric display. All tactisys connections were confirmed to be connected appropriately, the tactisys was rebooted and the catheter was exchanged with no resolution. The procedure was completed without contact force data with no adverse patient consequences. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.